Event description:
It was reported that the patient had a motor stall at 15:47, which recovered at 18:02 on the same day. It was noted that the patient had a magnetic resonance imaging scan in that same frame of time. The logs suggested that the pump was checked/updated also during that time. The patient had no withdrawal symptoms. The pump was delivering morphine, bupivacaine, and baclofen.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial # (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).